Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a not detected deviation of the virtual display of the navigation in comparison to the actual patient anatomy during surgery steps could mislead the surgeon and ultimately could lead in a worst case scenario to serious harm to the patient, and for this surgery to be effective, surgery steps performed with the aid of navigation needed to be corrected (enlargement of temporary craniotomy), despite: there is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. There has been no negative clinical effect due to this issue for this specific patient, and the surgery was completed successfully as intended. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the detected discrepancy of the virtual display by the navigation to the actual patient anatomy is that the patient's head in the head holder did most likely move during the surgery, due to insufficiently rigid fixation. Further contributing factors might have been differences due to use of an unsterile array during registration and a different sterile array during surgery, and possibly not new marker spheres might have been used for the unsterile array during registration. Apparently the resulting shift between virtually displayed data and the actual patient anatomy was not detected before the initial craniotomy during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for resection of a tumor in the brainstem was performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: performed an MRI scan with automatic patient registration to match the virtual display of the navigation to the current patient anatomy and verified the accuracy of registration with a satisfying result. Draped the patient, followed by an additional accuracy verification. Used the aid of navigation to perform the incision and to remove the temporary bone flap (initial craniotomy). Realized immediately after the initial craniotomy that the location was not as desired (before proceeding into the brain). Enlarged the temporary craniotomy and proceeded to the tumor (path in the brain) without the aid of navigation. Performed a second (intra-operative) MRI scan after the tumor was reached, registered the scan to navigation with accurate result as desired, and tumor resection was performed successfully with the aid of navigation. According to the surgeon: the surgery was completed successfully as intended. There has been no negative clinical effect due to the enlargement of the temporary craniotomy, nor due to prolong of anesthesia of ca. One (1)h for the additional intra-op MRI scan for this specific patient. There are no further remedial actions necessary, done or planned for this patient due to this issue.